Event description:
It has been reported that the pen ndl 32g 4mm 90 CT has been found with needle clogging during use. The following has been provided by the initial reporter: material no. 320883 batch no. 7312918, unknown it was reported that needle is clogging during injection. Verbatim: item # 320883 lot # 7312918 clogging of needles u-500 pens and called lilly regarding this. Consumer does not prime the needle. Places the needle on pen looks for drop to go thru the needle. Finding clog during injection and slow moving u500 during injections. Several boxes with this subject in the past 6 months. Unknown lot numbers . Item is the 32g nano pen needles. Tried to review the non patient end placement with consumer.

Manufacturer narrative:
H.6. Investigation: customer returned twenty-six (26) 32g x 4mm bd pen needles: fifteen were sealed from lot 7312918 and eleven were used, and without tear drop labels attached. Consumer reported finding clog during injection. The eleven used samples returned without tear drop labels attached were examined and the following as observed: - seven had bent non-patient end (npe) cannulas - two had straight npe cannulas, and bent patient end (pe) cannulas - two had straight npe and pe cannulas no evidence of manufacturing defects were observed on the samples with bent npe or pe cannulas, therefore, the probable cause of these issues is user error when handling the pen needles. The two samples with straight npe and pe cannulas were tested for flow using a test pen injector: one of these samples was able to expel properly, and one did not. The sample that was unable to expel properly was then wire tested: the wire was able to pass through the length of the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. The fifteen sealed samples were examined, then tested for flow using a pen injector: all fifteen were able to expel properly, and no evidence of manufacturing defects were observed. The silicone clog, bent npe cannulas, and bent pe cannula would all be causes for no flow through the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for the clog: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. The possible root cause for the bent npe and pe cannulas: user error. No evidence of manufacturing related issues were observed on the samples exhibiting these issues; the bent npe and pe cannulas likely occurred as a result of improper handling of the pen needles by the user. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7312918. Medical device expiration date: unknown. Device manufacture date: 2017-11-08. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen ndl 32g 4mm 90 CT has been found with needle clogging during use. The following has been provided by the initial reporter: material no. 320883, batch no. 7312918, unknown. It was reported that needle is clogging during injection. Verbatim: item # 320883, lot # 7312918 clogging of needles u-500 pens and called lilly regarding this. Consumer does not prime the needle. Places the needle on pen looks for drop to go thru the needle. Finding clog during injection and slow moving u500 during injections. Several boxes with this subject in the past 6 months. Unknown lot numbers . Item is the 32g nano pen needles. Tried to review the non patient end placement with consumer.